Event description:
The user is suffering from an infection, information is limited at this time. The infection started in (B)(6) 2021. No trauma has been reported. The device has been explanted.

Manufacturer narrative:
The device has been received at hq and will be investigated in house.

Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely due to an infection at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The user is suffering from an infection which started in october 2021. No trauma has been reported. The surgical wound healed properly and the skin over the device was still intact at explantation. The user will be re-implanted once the infection has healed.the device has been explanted.